Manufacturer narrative:
Additional information was received from the reporter indicating the lens was actually implanted on (B)(6) 2012 and was removed due to excessive vault, refractive surprise and loss of bcva (pre-op 20/20, postop 20/30). The lens was replaced with a shorter length lens and this resolved the problem. There was no lens opacity, significant reduction of endothelial cell counting or significant endothelial cell loss noted. (B)(4).

Manufacturer narrative:
(B)(4) vision, loss of, refractive surprise, lens, replacement of, surgical procedure, secondary, cataract, explant. (B)(4).

Event description:
The surgeon implanted the vicm12.6 implantable collamer lens on (B)(6) 2012. A refractive surprise, loss of bcva, lens opacity and significant reduction of endothelial cell counting was noted. The lens was exchanged for a longer length lens on (B)(6) 2012 and this resolved the problem.